Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as ¿high¿ on customer¿s continuous glucose monitor, (specific bg value was not provided), and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. The customer declined to provide the release date from the hospital, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.